Event description:
The customer reported a failure to discharge. The device would charge, but would not discharge energy. The device was being tested by the biomed department. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. The device would charge, but would not discharge energy. The device was being tested by the biomed department. There was no pt involvement. The biomed stated they were unfamiliar with the device and requested service. A philips field service engineer went on site to evaluate the device. The device passed all testing. No trouble was found. The field service engineer instructed the nurses on the use of the device. The device remains in use at the customer site. We are considering this to be a use issue as the customer was unfamiliar with the device function. There was no malfunction of the device.